Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her insulin pump display became blank. The patient inserted a new battery to resolve the issue. The patient's blood glucose at the time of incident was 501 mg/dl. The patient also woke up with a weak battery alert and blank display this morning. Troubleshooting was initiated for the blank display anomaly and a new battery was able to resolve the issue. No products were returned and a replacement battery cap was shipped to the customer.